Event description:
It was reported that following turning both of the patient¿s implantable neurostimulators (inss) off prior to a dentist appointment, the patient was unable to turn the right side stimulation back on. It was stated that because the patient could not get the ins turned back on, the patient was shaking on their right side. It was noted the left ins said ¿on ok¿ and the right ins displayed a poor communication message. It was reported that after leaving the dentist office¿s lobby and moving into the hallway, the patient was able to communicate with the ins and turn the ins on. It was stated that this resolved the issue and both sides were on at the end of the report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389s-40, lot# v013742, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v055967, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).